Event description:
During a cystectomy and studer pouch procedure, the doctor was removing a section of the illeum. On the 2nd firing (the device had been reloaded once) the device only laid down a couple of staples. A new device was opened to complete the procedure without incident.